Event description:
It was reported that during a stent placement procedure in the bronchus for treatment of lung cancer, the stent suture broke. The physician felt strong restriction when 60% of the stent was released. When he pulled the suture by force, it broke. He cut the catheter to find the broken suture, but restriction was felt and stent couldn't be released. The procedure was completed with a different size stent. It was reported that there were no complications for the pt and the pt's condition after the procedure was good.